Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor cannula came out after insertion. The sensor was changed and the next sensor cannula was broken. The blood glucose reading was 120 mg/dl. The sensor was not returned for analysis.